Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt revealed no defects. The tr band was leak-tested by being injected with 18ml of air with a factory-retained tr band inflator and submerged in water. A leak was found at the air injection port. The one-way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering to the air-sealing part. Qualitative analysis by ft-ir of the foreign substance found that it had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. Based on the investigation result, it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a foreign substance (nylon) which had got into the air injection port of the one-way valve and caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. Based on the investigation results it is likely that foreign substance had entered the air injection port during the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual use, the fragment got into the air injection port. Secondly, after the product was unpacked, a foreign substance (nylon) got into the air injection port due to some factor(s). From the available information, however, the route through which the foreign substance (nylon) got into the air injection port cannot be determined definitely the one-way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air-tightening part, it generates a space, resulting in an air leak at the space. The IFU states: be careful that no foreign particles get into the air injection port when injecting air. The air could leak.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported deflation of the involved device. The device was installed on the right radial artery and air injection was made as usual protocol. The device deflated immediately. Another attempt has been made to inflate the device but it deflated again. Bleeding and a hematoma occurred. Another device was used. The procedure outcome is unknown. It was reported that there was minor harm to the patient.